Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported on the adc device. A customer reported receiving a lower than feels sensor scan for 2 days. No symptoms were reported however on the day of the medical event ((B)(6) 2022)), the customer was seen at the emergency where a sensor scan of 129 mg/dl was received in comparison to laboratory results of 700 mg/dl at 10 am and 300 mg/dl at 12 pm. The customer was hospitalized and administered IV infusion for hydration and intravenous insulin (type dose unknown) for the diagnosis of hyperglycemia. No further details were provided. There was no report of death or permanent injury associated with this event.